Manufacturer narrative:
The device was not returned to olympus for evaluation. This type of teflon pad is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic partial hepatectomy procedure, the teflon pad from the grasping section of the device burnt off exposing metal. The incident occurred while the surgeon was performing a seal and cut. A short circuit error message was observed on the generator. No device fragment fell into patient. There was no patient bleeding reported. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, it was reported that the generator settings were unknown. The device, cables and generator connection points were inspected prior to use with no anomalies found.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. The user¿s complaint was confirmed. A visual inspection was performed on the received device and found there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to be cracked, partially split and exposing metal. The teflon pad was intact with no portion suspected missing. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The device was attached to usg-400/esg-400 for testing. As designed an ¿open circuit¿ error message was observed, when the seal/cut function was activated with the device jaws closed due to the metal exposure.